Event description:
According to the facility, on (B)(6) 2025, the rapid dry no-sting barrier spray was applied to the perimeter of the patient's abdominal wound, and then ignited in flames after proceeding to cauterize the hyper-granular tissue. This occurred all along the area she applied the no-sting barrier spray. Per the facility, "multiple bullae ruptured, pain with inflammation to affected area and added traumatic injury. Hydrocolloids for protection from the adhesive dressing we have to place to the wound. We were unable to continue treatment for hyper-granulation."

Manufacturer narrative:
According to the facility, on (B)(6) 2025, the rapid dry no-sting barrier spray was applied to the perimeter of the patient's abdominal wound, and then ignited in flames after proceeding to cauterize the hyper-granular tissue. This occurred all along the area she applied the no-sting barrier spray. Per the facility, "multiple bullae ruptured, pain with inflammation to affected area and added traumatic injury. Hydrocolloids for protection from the adhesive dressing we have to place to the wound. We were unable to continue treatment for hyper-granulation." No additional information at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.